Event description:
Used nurse assist stericare part # 6270 250ml sterile saline solution on open leg wound before I was notified by amazon of the recall. Wound healing required more medical assistance than initially projected. Used the saline to wash on open leg wound 2x/day as doctor.